Event description:
An 87-year-old male with a history of coronary artery disease underwent implantation of an impella cp device for temporary mechanical circulatory support during a high-risk percutaneous coronary intervention (pci). The impella cp device was percutaneously inserted via the right femoral artery prior to intervention of the left main and left anterior descending arteries. The pci included stent placement, atherectomy, and intravascular ultrasound (ivus) guidance. At the time of impella support initiation, the patient was classified as society for cardiovascular angiography and interventions (scai) stage b cardiogenic shock, with progression to stage c. Following completion of the high-risk pci, the physician initially planned to leave the impella cp device in place overnight for continued hemodynamic support. A femoral angiogram was subsequently performed to assess distal limb perfusion and demonstrated poor distal flow. Subsequently, the impella cp device was weaned and explanted. The explant was completed successfully, and the patient survived the event. Limb ischemia is a recognized risk documented in the impella cp instructions for use. Once the event was identified, the device was explanted. The total duration of support was four hours.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D: based on new information the product was updated to introducer. Omitted 1, 2a, 2b, 4. Added 1, 2a, 2b, 4-lot number, catalog number, and expiration date. H6: omitted code e0514. Added code a27.

Manufacturer narrative:
H6: added code based on information in the complaint file.